Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e3, e2, g1, g3, g6, h2, h3, h6 (medical device problem code, investigation findings , investigation conclusion, type of investigation), h11 it was reported that the cardiosave intra-aortic balloon pump (iabp) showed an error. The customer indicates that the batteries won't charge. This event occurred before use and there was no patient involved and no harm or injury. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. It was verified that the cart was not properly positioned, which is why it is not charging the batteries. It was positioned correctly and the equipment was verified to be working properly. The equipment is suitable for use.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had battery not charging issue. There was no harm or injury reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) showed an error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.